Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. On (B)(6) 2016, it was reported that there was stimulation in an undesired location which had started in the past couple of weeks prior to the report. The patient was supposed to be getting stimulation in the coccyx and above, but she was getting stimulation across the bra line in the front and her legs. It was very strong and not doing the job. It throws her off balance, and when she turns it up, it is painful and goes into her leg. The patient¿s back was killing her. The patient had the manufacturer representative adjust it a few times, and the last time was in (b)(6f 2016. The circumstances that led to the stimulation in the wrong location were unknown. It was noted that it had been adjusted twice within a month of implantation. The patient didn¿t believe that it had ever been ¿right¿ and she only feels a 1.5 inch wide band of stimulation that feels ¿clumped¿ together in one spot that is about 5 inches above the umbilical. The steps that were taken to try and resolve the stimulation in the wrong location had been readjustments that do not last. The patient stated that she winds up with one ¿clumped¿ feeling from one band of stimulation that is very strong and quite uncomfortable when in use. The patient stated that it had become more uncomfortable recently, and since, her back pain has increased. Additional information was received from a consumer regarding a patient on (B)(6) 2017. It was reported that everything was working fine for the first 6-7 months. Around (B)(6) 2016, the patient was not feeling much relief and things got worse. The patient noted that she had a hard fall two months after implant. She fell flat on her face and went down on her stomach and knees. The device was not doing its job. In (B)(6) 2016, the patient saw her health care provider and a manufacturer representative. She was getting stimulation in the chest area and the only sensation that she was getting was chest impulses. It was not significant, and at least she was feeling stimulation in her back, but then she was not feeling anything in her back. The patient couldn¿t really feel stimulation and the only time that she knew stimulation was on was when she coughed. The manufacturer representative was trying to get relief back by manipulating it back in the back area, but it was doing both: stimulation her back to some degree, but also in the chest and it was too uncomfortable. In (B)(6) 2016, a MRI was performed and an x-ray showed that the leads had moved. The patient noted that it took months for the patient¿s health care provider to do anything about the device not working. The patient was referred to a neurosurgeon and the patient needed a CT scan. The neurosurgeon told the patient that the entire system needed to be replaced, including the implantable neurostimulator. The patient was not sure why the entire system needed to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-04-03 reporting that the patient had 2 consulting appointments with a referred neurosurgeon. It was reported that during the first consult the hcp suggested that the entire system be replaced. The patient indicated that they did not want to have the system replaced. The second consult appointment was reported to have been on (B)(6) 2017. It was reported that during the appointment the hcp told the patient that the CT showed no apparent displacement of the leads and that per the hcp¿s opinion the leads were too high which was reported could be the cause of the chest area stimulation. The hcp and patient also discussed that the reason the patient had the implant was severe spinal stenosis and low back pain. The hcp informed the patient that the system does not help spinal stenosis. The patient reported that they would either have the leads revised or have the entire system taken out.

Event description:
Additional information received from the patient indicated that no steps were taken to resolve the issues of leads that moved, uncomfortable stimulation, inability to feel stimulation, and device not working. The patient¿s issues have not been resolved at this time.